Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event - estimated. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was an issue with the nav 6 embolic protection system issue and they tried to retrieve the filter with the delivery catheter. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4): the UDI# is unknown because the part number and lot number was not provided. The device was not returned for analysis. It should be noted that the emboshield nav6 instructions for use states: warning: if the filtration element cannot be fully retracted as described above, the barewire filter delivery wire must be removed with the rx retrieval catheter. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record and complaint history of the reported product could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.